Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was causing the patient to experience pain as it was not implanted in an optimal location. Surgical intervention was performed and the s-ICD was repositioned and remains in service. No additional adverse patient effects were reported.